Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced hyperglycemic event on 09-mar-2026. Blood glucose level was high at the time of the event and patient took pump therapy to resolve the issue.